Event description:
It was reported that during a laparoscopic appendectomy procedure, the plastic piece from the sleeve fell into the situs, could be removed. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information device b: batch# h91j48, expiration date: 6/29/2011, manufacturing date: 5/29/2016. The analysis results found that a 2 ctb11lt were received instead of a 2 ctb5l. Device (a) was returned in good visual condition. During visual examination of the device. It was concluded that no missing parts were noted on the sleeve. No conclusion could be reached as to what might have caused the reported event. Device (b) was returned in good visual condition. During visual examination of the device,. It was concluded that no missing parts were noted on the sleeve. No conclusion could be reached as to what might have caused the reported event. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.